Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6)) is giving a fit. The platform displays multiple error messages. The customer is unsure which error messages are being displayed as the platform is locked out. No additional information was provided. No patient involvement.